Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter: consumer reported when he removed the needle shield, the needle and part that needle is attached to came off.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary: customer returned (1) 1/2 ml syringe in an open polybag from lot# 2038577. It was reported that syringe in a bag that was crushed/damaged no needle. Returned sample visually examined and observed damaged syringe with missing cannula hub. A review of the device history record was completed for batch# 2020067. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure. Root -cause: na h3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter: consumer reported when he removed the needle shield, the needle and part that needle is attached to came off.